Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture (link) break occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the aaa was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned proglide device found that the posterior foot was separated and not returned. Follow-up with the account reported that when the physician removed the device and examined the cause of the link break outside of the patient's body, the posterior foot fell off and was returned along with the device. The separated proglide foot may have been lost in transit, but did not remain in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to link and foot detachment were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.